Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a continuous glucose monitoring (cgm) (dex 006) issue. It was reported a transmitter out of range alert (cs 206) appeared for less than 3 hours while the cgm transmitter was within range of the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.